Event description:
It was reported that a patient being treated for parkinson¿s disease ¿fell down by accident¿ on (B)(6) 2014. Following the fall, the patient¿s ¿shoulders and legs appeared swollen and painful, while the implanted place had no abnormal symptom.¿ it was also reported the ¿patient¿s limb tremor symptoms got worse¿ following the fall. The patient was scheduled for a reprogramming session for four days after the initial report. The outcome of the reprogramming session was unknown however and it was additionally unknown what the patient¿s condition was as of eight days after initial report and whether they were receiving effective therapy. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).